Event description:
Philips received a complaint from customer biomed reporting a motor control (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed alarm message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device alarmed during setup which could not be cleared. The diagnostic code for mc pcba ada failure was confirmed in the event log and as a result there was no blower output. The rse advised possible blower replacement. A philips authorized service provider (asp) evaluated the device and was able to reproduce the issue. The asp determined mc pcba replacement was necessary and installed a new board. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.